Event description:
The customer reported that the paddle switch is faulty. No patient harm has occurred.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.